Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the proglide device was backloaded over a 0.035" guidewire. Steps 1 through 4 were performed without issue, however the guidewire had not been removed. During retrieval of the device, resistance was felt at the middle of the sheath. After several attempts to retrieve the proglide device, the sheath separated near the guide wire exit port. The separated portion was pulled out using a 10f catheter and cardiac biopsy forceps. There was no damage to the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and a review of complaint history could not be conducted as the device was not returned and the lot number was not reported. The guide wire was not removed prior to plunger deployment. The electronic perclose proglide instructions for use (IFU) states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. Additionally, it should be noted that the IFU states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair.). The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.